Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. This file was created in response to the attached pmcf study and captures 01 occurrence of occlusion in a zfv6-125-6-20.0 device in the study leg (left). This file is related to the following complaints. Please see the individual complaint investigations for further details. (B)(4) - (B)(4) ¿ de30010 in-stent occlusion requiring intervention of study leg (right). (B)(4) - (B)(4) - de30010 in-stent occlusion requiring intervention of study leg (right) (ae05). Device evaluation: the device evaluation could not be completed as the zfv6-125-6-20.0 zilver flex device of c2175450 lot number or photographic evidence of the device was not returned for evaluation. Manufacturing records review: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: ifu0058 lists ¿restenosis of the stented artery¿ as a potential adverse event. ¿restenosis of the stented artery¿ in the IFU would include ¿occlusion¿. Occlusion is stated in d00197990 technical content form for device labelling for zilver flex vascular zfv6-ifu0058. Instructions for use (ifu0058) also lists ¿worsening claudication/rest pain¿ as a potential adverse event. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to the patients pre existing conditions/baseline characteristics. From section 4 ¿ baseline medical history (page 4 to 7), it is known that the patient's medical history included diabetes mellitus and peripheral arterial disease. Diabetes mellitus promotes inflammation and accelerates the formation of atherosclerotic plaques which can narrow arteries and eventually lead to occlusion, reducing blood flow to various tissues. Peripheral arterial disease can cause similar issues in the peripheral vascular system, which can cause symptoms like leg pain during walking, indicating widespread vascular pathology that can affect the stented area. Other pre-existing conditions include chronic obstructive pulmonary disease (copd) and hypercholesterolemia/hyperlipidemia the combination of these factors significantly increases the risk of stent occlusion which subsequently led to the complaint reported. Additionally, as per page of the attached pmcf, advancing peripheral artery disease along with comorbidities/obesity, was listed as conditions or circumstances that could have caused or contributed to this event. As previously noted, restenosis of a stented artery and worsening claudication/rest pain are listed as known potential adverse events within the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was created in response to a pmcf study and captures 01 occurrence of occlusion in a zfv6-125-6-20.0 device in the study leg (left). According to the initial reporter the patient scheduled an early appointment because of a decreasing walking distance, setting in only 3 months after the index procedure of (B)(6) 2024 with now again claudication after 40-50m walking distance. The patient was admitted as in-patient on (B)(6) 2025 for the scheduled elective left leg (study leg) endovascular re-intervention. Dsa showed a complete occlusion of the study stent within the left proximal afs as well as a complete occlusion of the distally adjacent 3rd party stent within the left mid afs. Occlusion passage was not possible. Since there still was no critical limb ischemia, the attempt was aborted. The occurrence is still ongoing. Confirmed quantity of 01 x used device. Investigation findings conclude that possible root causes could be attributed to the patients pre existing conditions/baseline characteristics.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-nov-2025.

Event description:
The site indicated the following: the patient scheduled an early appointment because of a decreasing walking distance, setting in only 3 months after the index procedure of (B)(6) 2024 with now again claudication after 40-50m walking distance. (Initially after the index procedure tha patient felt an increase in pain free walking distance.) Dus showed a complete occlusion of the left supferficial femoral artery, i.e. A complete occlusion of the study stent and partial occlusion of the distally adjacent 3rd party stent. There was no critical limb ischemia, the patient could be sent home. An appointment for elective endovascular re-intervention of the left (study) leg was scheduled for (B)(6) 2025. The patient was admitted as in-patient on (B)(6) 2025 for the scheduled elective left leg (study leg) endovascular re-intervention. Dsa showed a complete occlusion of the study stent within the left proximal afs as well as a complete occlusion of the distally adjacent 3rd party stent within the left mid afs. Occlusion passage was not possible. Since there still was no critical limb ischemia, the attempt was aborted. Unsuccessful re-intervention patient remains in the clinical trial.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.